Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he started having high blood glucose yesterday. Customer's blood glucose was almost 600 mg/dl last night. Customer gave a manual injection and it brought his blood glucose down. Customer woke up this morning with a blood glucose of 500 mg/dl. Customer stated that he gave another injection and his blood glucose went down to 200 mg/dl. Customer gave another manual injection and now his blood glucose is low at 80 mg/dl. Customer checked his blood glucose again and it was at 72 mg/dl. Customer was eating some candy to bring it up. Customer stated that he changed his set 3 times since yesterday and none had bent cannulas. Customer removed the set today and it did bleed. Customer stated that he isn't currently bleeding. Customer had a low reservoir alert in the alarm history. It was found that 3 out of the last 4 boluses recommended the customer to take more insulin than what he actually gave. Customer will be sent a tubing clamp and will call back.